Event description:
During surgicl procedure, open reduction compond facture of the left distal tibia and fibula, the synthes sleeve tap (3.5mm), approximately 1" broke off in the bone. During the procedure an additional interfragmentary screw was placed from the medial to the lateral aspect of the bone. As a drilling was taking place across this area, tapping was initiated into the bone. The end of the tap broke off. Due to excellent reduction and perfect fixation this waas left in place and a 3.5 mm screw was placed for additional fixationdevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.